Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2018; w4tr01 crtp, implanted: (B)(6) 2018; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was diminished atrial sensing of p waves. The lead remains in use. No patient complications have been reported as a result of this event.